Manufacturer narrative:
This complaint involves a reported (B)(6) result that was obtained with two different lots of alere determine combo ab/ag. Following the (B)(6) result, the patient tested (B)(6) using (B)(4) rna quantitative real-time pcr, (B)(4) dna qualitative pcr and (B)(4) ab confirm, western blot. . An investigation has been conducted by orgenics with the following activities and results: - the assay performance was assessed by testing alere determine combo ab/ag kit lots #150526 and #150081 from qc retention. The kits performed accordingly within qc specification. - history record of release testing (qc) data and batch records for lots #150526 and #150081 were reviewed. All quality control release testing were valid and performed within specifications with no observed anomalies were noted - determine combo kit strips from both lots were received from the customer. The strips were tested using negative serum or plasma samples from qc set. All qc samples gave results according to qc specifications. No (B)(6) results were observed. Based on the results of the investigation, orgenics was not able to confirm the reported complaint. A definitive root cause of the complaint could not be determined. One potential cause in this case could be the presence of a substance within the sample that could have influenced the test result, such as toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides, or herpes simplex virus infection. As stated in the warnings section of the product insert for the alere determine (B)(4) ag/ab combo: "specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides (above 600 mg/dl), herpes simplex virus infection, hospitalized and cancer patients may give false positive test results." Orgenics has initiated a corrective action / preventive action (CAPA) investigation (internal reference (B)(4)) to further investigate the cause of this event.

Manufacturer narrative:
Corrective action / preventive action (CAPA) investigation (internal reference (B)(4)) has been completed for further investigation of reoccurring (B)(6) results when testing labor and delivery samples. (B)(4) assessed the significance of the (B)(6) rates to the safety and effectiveness of the test in pregnant and labor and delivery patients. Investigation conclusions made within the CAPA indicate that alere determine (B)(6) ag/ab combo produces results within the range expected as mentioned in the product pi and has performed similarly with another FDA-approved 4th generation test in a comparable field study. Based on the above, there is no evidence to suggest a product deficiency and the investigation is deemed closed. The trend will be further monitored and tracked.

Manufacturer narrative:
Investigation pending

Event description:
Customer reported a potential (B)(6) result for a labor and delivery patient. Confirmatory testing was performed and the result was (B)(6). Due to (B)(6) result the patient underwent a c-section. There were no reported complications due to the c-section. The patient was advised not to breast feed the newborn.